Manufacturer narrative:
Evaluation results: shelf life exceeded/no device failure - device used beyond ubd; failure to follow instructions-device used beyond ubd. No results available since no evaluation performed-device implanted. (B)(4).

Event description:
The resolute integrity drug eluting stent was implanted 1 day post its use by date. Procedure was completed and patient discharged without incident